Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020. The customer's blood glucose at the time of admission was 378 mg/dl. Customer was treated with insulin drip and fluid intravenously. Customer experienced symptoms such as nausea, vomiting and dehydration. Customer reported that the high blood glucose was due to the reservoir leaking. The customer experienced blood glucose as high as 491 mg/dl and treated with manual injection. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. The customer reported that after it was noticed that the reservoir was leaking and passed second o ring, the set was changed, and the blood glucose began to lower. The device will not be returning for analysis.